Event description:
It was reported that the xenon light source exhibited no power (not powering on). The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to failure of the power switch thus, the device couldn¿t turn on. However, while the device malfunction was confirmed, the exact root cause of the reported issue could not be definitively determined. Olympus will continue to monitor field performance for this device.